Event description:
A pt service rep (psr) called into zoll lifecor customer support to report that a (B)(6) female pt's monitor is displaying add gel/ replace belt messages while no gel was released. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (add gel/ replace belt) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and a white cable from the computer/analog pca board to the auxiliary board was partially disconnected. This resulted in the gel detection/firing circuit to be open causing the add gel/ replace belt messages. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.